Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device is completely cracked where the pressure sensor goes into the unit. There was no patient involvement.

Event description:
It was reported that the device is completely cracked cracked where the pressure sensor goes into the unit. There was no patient involvement.

Manufacturer narrative:
Additional in d8, h6. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken top disk holder. Replaced cracked front cover, rear case, barrel clamp, tube/ sleeve drivearm, retainer, wiper seal, carriage block assembly, left/ right iui connectors and keypad. Performed calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 01dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the front case - damaged/ cracked (top disk holder broken). A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device is completely cracked where the pressure sensor goes into the unit. There was no patient involvement.